Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, pain and discomfort. The cause of the event was unknown. The patient was treated with an unspecified antibiotics for the event. At the time of this report the patient outcome was unknown. It was not reported if the patient was hospitalized. Pd therapy was ongoing. No additional information is available.